Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 3mm target lesion was located in the non calcified left coronary artery. A 20mm x 2.00mm nc quantum apex balloon catheter was advanced for pre-dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with another 2.5x15mm nc quantum balloon catheter and implantation of two stent's. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a longitudinal tear 5.5mm from the tip and approximately 9mm long. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. The reported information indicates the device was inflated to 12atm; therefore, there is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 3mm target lesion was located in the non calcified left coronary artery. A 20mm x 2.00mm nc quantum apex balloon catheter was advanced for pre-dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with another 2.5x15mm nc quantum balloon catheter and implantation of two stent's. No patient complications nor injuries were reported.